Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014, information was received from a health care provider (hcp) via a clinical study regarding a patient receiving dilaudid 1.0 mg/ml at a dose of 0.2805 mg/day, bupivacaine 20.0 mg/ml at a dose of 5.610 mg/day and compounded baclofen 500 mcg/ml at a dose of 140.24 mcg/day via an implantable pump for malignant pain. The patient's medical history and concomitant medications were not specified. On (B)(6) 2014, the patient presented for a scheduled pump refill and reported urinary retention. The clinical diagnosis was noted to be intrathecal medication side effects as the event was related to the their intrathecal medication. Their hcp decreased the intrathecal daily rate by five percent; the dose of dilaudid was lowered to 0.2663 mg/day, bupivacaine's dose was lowered to 5.325 mg/day and the baclofen dose was lowered to 133.13 mcg/day. The severity of the event was noted to be mild and the event was not considered serious. The event was indicated to be ongoing as of (B)(6) 2014. Further information was then received, on (B)(6) 2014, from a health care provider (hcp) via a clinical study. It was reported the pump was reprogrammed again, on (B)(6) 2014. The event status was listed as ongoing as of (B)(6) 2014. No further information was provided. If additional information is received, a follow-up report will be submitted.